Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. Investigation is in process.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00144) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3) additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00144) submitted in 2016 did not go through correctly. Additional information was received and it was reported that imaging could not be performed because the probe broke at the beginning of a transeophageal echocardiogram (tee) procedure. There was a delay of 30 minutes in order to obtain a different probe and boot up another ultrasound system. The procedure was not repeated as there was no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the returned device, the failure mode was determined to be leakage from an articulation sleeve pin hole. The most probable is the quality of the articulation sleeve material, as liquid infiltrated into the articulation sleeve hole. As part of the corrective and preventive action for this issue, the following were implemented: 1) an articulation sleeve material inspection & re-work was implemented in november 2015, and 2) a new sleeve material was implemented in september 2016. This transducer was manufactured prior to the CAPA.